Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer had failed and did not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the matrix drawer at the station was not opening because the solenoid was not fully connected to the controller board. An fse reseated the connector, which allowed the drawer to open. It was then tested in diagnostics, and the pharmacy also tested the drawer. The system functioned as intended after the field service engineer repaired the device.